Manufacturer narrative:
The actual device was not available; however, sixty (60) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All box dimensions were measured, and no issues were noted. Functional testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap "had loosened" at home after peritoneal dialysis treatment. A new product was replaced to continue the treatment. There was no issue with the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.